Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was duplicated and the monitor board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was observed and the monitor board was replaced. The device was recertified and returned to the customer. The monitor board was returned to zoll medical us; the customer's report was duplicated. The monitor board was scrapped. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "internal error occurred - system reset required" message and the device would not power back up. Complainant indicated that there was no patient involvement in the reported malfunction.